Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 25 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was received and reviewed. The video shows the medical professional trying to inflate the conquest balloon. Liquid is seen dripping from the end of the balloon on inflation. No other anomalies noted. Therefore, the investigation is confirmed for the reported balloon rupture as liquid was seen dripping from the end of balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 25 atm. The procedure was completed using another device. There was no reported patient injury.